Event description:
It was reported that during the implant attempt, pacing impedance was sometimes normal about 460 ohms and during the next measurement, it was greater than 3000 ohms. It was also reported that "pacing lead was reconnected several times and same situation happened several times". Different device was implanted and impedance was normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found.